Manufacturer narrative:
The field service technician visited the customer site on the 28th april 2021. The technician rebooted the pc and also reinstalled the software which did not resolve the issue. The technician then modified the multicastconfig parameter in the host file, which resolved the malfunction. Based on this information, no further action is required.

Event description:
A customer reported a malfunction with their surveyor central device. They reported that the process that manages the display of the central user interface was repeatedly crashing and restarting. Subsequently the device could not be restarted at all, leaving the user without the patient monitoring visualization. A review of the device log files by a hillrom technician identified that the issue began on the 26th april 2021. The customer's surveyor central system was composed of a single node, connected to 6 s12 bedside monitors and 18 s4 telemetries. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).